Manufacturer narrative:
Follow-up information received from the affiliate: our director strategic surgical accounts had a discussion with prof. From the hospital (B)(6). He complained of a post operative leakages during lap. Sigma / rectum resection. Patient is in good condition. Leakage appeared at 2nd day after surgery. Leakage out of staple line. Anastomosis without tension and with proper blood supply. Leakage test during surgery was ok. Instruments functioned normally during surgery. All used instruments have been discarded. No further information is known. The analysis found that one ec60a device (a) was returned in good visual condition and inside its original package. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The analysis found that one ec60a device (b) was returned in good visual condition and inside its original package. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing.

Event description:
It was reported that during an unknown resection procedure, there was leakage. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.